Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "at the moment of sample acquisition, the tubes present vacuum failure and therefore don't fill, so it's needed to use another tube to obtain the blood. There was no patient injury reported."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "at the moment of sample acquisition, the tubes present vacuum failure and therefore don't fill, so it's needed to use another tube to obtain the blood. There was no patient injury reported.".

Manufacturer narrative:
H.6 investigation summary: material #: 367986. Lot/batch #: 2154243. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. 20 retention samples were subjected to a draw test for low or no draw. All tubes were within specification. Tubes ranged in draw from 4.5233 (ml) ¿ 4.9713 (ml) with a specification range of 4.5(ml) ¿ 5.5(ml). The stated label draw of 5.0 ml draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.